Manufacturer narrative:
A further review of this event was performed and identified a change in the MDR reportability pursuant to 21 cfr part 803. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: returned for evaluation is a denali filter in a sample return kit. All 6 arms and 6 legs were present and intact. There were no crossed limbs. Functional/performance evaluation: heat was applied and the filter took the appropriate shape. All measurements met the required specifications. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is inconclusive for the filter allegedly failing to advance from the storage tube as the filter met all specifications and the delivery system was not returned. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if procedural factors contributed to the reported event. Labeling review: the denali vena cava filter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular vena cava filter deployment procedure, the filter became stuck in the sheath while attempting to advance. There was no attempt to deploy the filter outside the sheath. Access was maintained with a guide wire and another jugular filter was prepped and deployed successfully. There was no reported patient injury.